Manufacturer narrative:
This is 5 of 5 MDR reports submitted for this literature article. Initial author of the published article is dr. Cezary torz.

Event description:
An article published in the central european journal of urology detailed the risk of thermal damage to the external urethral sphincter during photoselective later vaporization of the prostate (pvp) at distal part of prostatic urethra. The prospective study analyzed 60 male patients who underwent treatment for benign prostatic hyperplasia (bph) and were monitored 8 weeks postoperatively. Thirty two patients, mean age of 67.2 +/- 8.4 years, received standard pvp only with 80-watt greenlight laser (group a) and 28 patients, mean age of 69.5 +/- 9.0 years, received pvp in the proximal part with 80-w greenlight laser and turp in the distal part of prostatic urethra (group b). Reportedly, bleeding occurred in 29 patients; 6 patients from group a and 7 patients from group b experienced bleeding that required coagulation during the procedure but no transfusion; 12 patients from group b had persistent bleeding despite coagulation postoperatively but no blood transfusion was required; 4 patients from group b had bleeding that required either plasma extract or re-coagulation and blood transfusion. Four patients from group a had to have the catheter replaced due to urinary retention for a further 24 hours. Two patients from group a were urinating independently but had catheters replaced for a maximum 72 hours due to urinary retention. Seven patients from group b required catheterization for repeated/significant urine retention. Nine patients from group b required longer periods of catheterization due to bleeding. Twelve patients from group a and 9 from group b reported the sudden urge to urinate, groin and urethral pain. Four patients from both groups were readmitted to the ward due to urinary bladder neck and/or urethral narrowing. One patient from group a was reoperated 14 months post-procedure; the exact cause was not reported. This report is for the 12 patients from group a and 9 from group b reported the sudden urge to urinate, groin and urethral pain.